Event description:
The visimobile device sent a higher heart rate alarm at 20:17 and hr=236 message to engage application. The ECG waveform did not display artifact, and indicated heart rate around 150, regular sinus rhythm. High hr threshold was set to 150.